Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing silicone segment ballooned at the start of the infusion decitabine via the pump while connected to a patient in the oncology department. The bubble started to become larger as the nurses started the infusion through the infusion pump. There was no harm.

Event description:
It was reported that the tubing silicone segment ballooned while infusing an decitabine via the pump while connected to a patient in the oncology department. There was no harm.

Manufacturer narrative:
The customer¿s report of balloon in silicone pump segment was confirmed per photo received by the customer. Photo provided by the customer shows a bulge/balloon in the silicone segment tubing near the upper portion of the upper fitment. Previously investigated complaints for this same failure mode determined that the ballooning is caused by excess pressure within the silicone tubing segment. The root cause for the source of the excessive pressure is unknown. No product will be returned per customer.